Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- performance data was collected from the device and revealed low ventricular impedance/resista, 16,777,215 low impedance paces post lead warning recorded on (B)(4) 2011. Gradual drop from approximately 300 ohms in november 2010 down to approximately 160 ohms in (B)(4) 2012. The lead was returned in segments, analyzed and the inner insulation was breached and there was metal ion oxidation, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, there was metal ion oxidation on the inner insulation cosmetic, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was a lead polarity switch due to low impedance and that the lead warning alert was triggered. The lead was programmed to unipolar mode; however, the lead had to be re-programmed back to bipolar mode due to the patient experiencing twitching in the unipolar setting. A chest x-ray was done to make sure the lead was in the correct position. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): performance data was collected from the device and revealed low ventricular impedance/resista, 16,777,215 low impedance paces post lead warning recorded on (B)(6) 2011. Gradual drop from approximately 300 ohms in (B)(6) 2010 down to approximately 160 ohms in (B)(6) 2012.